Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's caretaker called and reported the buttons on the insulin pump were stuck and not working. The customer reportedly tried to take batteries out of the insulin pump and waited 40 minutes to put back in and the issue continued. The caller disconnected the call after being advised that the customer's mother would be contacted. Troubleshooting could not be performed.